Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture and "exchange of textured devices due to patient's concern with product."

Event description:
Healthcare professional reported left side rupture and exchange of textured devices due to patient's concern with product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a sharp broken with stress marks near of the broken site, this condition was called surgical impact, a sharp broken on anterior, and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as surgical impact. A sharp broken on anterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture and exchange of textured devices due to patient's concern with product. Device has been explanted and replaced.